Manufacturer narrative:
Received 1 used reliavac evacuator only. Visual inspection noted no obvious defects. The following functional evaluation was performed: to inflate the balloon the green bulb was pumped. During the test the balloon could not be inflated. The sample was disassembled to extract the valves attached to the evacuator. Per visual inspection of the valves it was noted that one (1) valve had burr inside of it. The complaint was confirmed as a supplier related issue. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: " an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. In the event an air-tight seal is not achieved, the evacuator will rapidly fill with air from the leak; subsequent drainage to the evacuator will occur only if allowed by gravity and wound exudates forcing the flow. Entry into the evacuator is allowed only by displacement of air in the evacuator by wound exudates flow. In this displacement process, air reflux from the evacuator to the wound can occur and increase the likelihood of back-contamination across the anti-reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage ceases. The advantages of wound drainage, particularly closed system drainage, are lost if an air-tight seal between the drain and the skin where the drain emerges is not achieved or if the drain is allowed to become occluded. Complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical procedure, as well as the patient degree of intolerance to any foreign object in the body." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when suction was restarted, the balloon was not able to be inflated.